Manufacturer narrative:
During the requested site visit, the field service engineer (fse) determined the r1 arc, probe (08c94-47) and syringe assy (7-77650-09) were the likely causes of the discrepant results due to possible contamination carryover. The parts were replaced, which resolved the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the r1 arc, probe or syringe assy did not identify any trends associated with the complaint issue. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem and component replacement, removal, and verification of the probe and syringe assy. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect i2000sr, sn (B)(6), or the arc, probe or syringe assy.

Event description:
The customer observed false positive architect b-hcg results on one patient. The results provided were: on (B)(6) 2023 patient 1: initial=51.84 iu/l (> or =25.00 iu/l=positive) /repeated= < 1.2 iu/l (< or =5.00 iu/l=negative) there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect b-hcg results on one patient. The results provided were: on (B)(6) 2023 patient 1: initial=51.84 iu/l (> or =25.00 iu/l=positive) /repeated= < 1.2 iu/l (< or =5.00 iu/l=negative) there was no reported impact to patient management.